Event description:
The product enterprise (enc452212/10203071) delivery wire stretch could not enter the microcatheter (details unknown). Enterprise delivery wire stretch microcatheter. No patient or vessel code information provided.

Manufacturer narrative:
One non sterile enterprise and prowler microcatheter (mc) were received coiled inside of a plastic bag. The introducer tube was not returned for analysis. The delivery wire was received stuck into the microcatheter and the distal end was found outside of the mc; the reported unraveled condition could not be confirmed on the distal wire; however, a kink condition was observed. No other anomalies were observed on the received units. The functional analysis was performed, and after flushing; the delivery wire was able to go through the microcatheter without any resistance or friction. The enterprise stent was delivered without any problem. The enterprise stent was observed under a microscope and no anomalies were found. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10203071. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported event of stretched was not confirmed, but a kink was noted on the distal end of the delivery system. The failure of inability to advance in the microcatheter was not confirmed either, since the functional analysis was performed successfully. Based on the limited information, the cause of the events experienced by the costumer and the kinked condition found during the analysis could not be conclusively determined. However, procedural/handling factors might have impacted the event, since it was not indicated if constant saline source was used during use of the device per labeling guidelines. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time. This is 1 of 2 reports related to (B)(4).

Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt.